Event description:
It was reported when the device was used during a laparoscopic salpingo-oophorectomy, the firing trigger and closing trigger became jammed. The case was completed with the same device with no pt consequence.